Event description:
The patient was treated for peripheral arterial disease on (B)(6) 2024 with the implant of four torus grafts. On (B)(6) 2026 reintervention was performed to treat occlusion within the torus stent grafts. An angiojet and tissue plasminogen activator (tpa) were used. Upon completion of thrombectomy, contrast extravasation within vein was highlighted on angiography within the torus stent grafts. It was reported that the devices did not uncouple. Two 6.7x200 torus stents were deployed following 7x200mm 035 pta balloon. Flow was completely restored with more than two vessel delivering blood to the foot. The patient was discharged the same day.

Manufacturer narrative:
An evaluation of the devices will not be performed as they remain implanted in the patient. Imaging studies have been received and will be evaluated by a clinical specialist. Patient medical records have also been requested for clinical review. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.